Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that beeping was heard as if the battery reconnected. A high priority alarm triggered, the screen went blank, and the patient felt the pump stop. The battery reconnected and the alarm resolved. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (bat556133) was not returned for evaluation. A review of the controller log files was not performed as the log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of events involving beeping may be attributed to momentary disconnections between the controller and battery. The reported high priority alarm, blank screen, and pump stop may be attributed to a controller loss of power, which may be caused by a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.